Manufacturer narrative:
(B)(4). Batch # t9272d. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: in the event description it states: ¿patient status/ outcome / consequences -- yes,¿ did the patient experience any adverse consequences due to this issue? Besides laceration in intestinal loop and intestinal loop restoration. Did the tissue pad fall into the patient? Was the tissue pad retrieved? What efforts were made to locate the tissue pad during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? What is the current patient status? What does it mean by damage due to heat abuse (what was damaged, the tissue pad, patient tissue,¿what does this mean)? Also, it says there was laceration of intestinal loop, was this related to the tissue pad falling off of device/heat from the device? Did heat from device cause a burn to the intestine and intestinal laceration? Ask burn questions for burn to internal organ. What is meant by intestinal loop restoration (how was laceration or injury to intestine repaired)? Was there any change to procedure or post-op patient care? What is patient¿s current status?

Event description:
It was reported that during a laparoscopy procedure, the teflon falls from the jaw and damage due to heat abuse. The procedure was completed successfully with no reported delays. Another device was used to complete the procedure. Fragments were generated and removed with out additional intervention. Patient experienced laceration in intestine loop and required intestinal loop restoration.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2020. Additional information: did the patient experience any adverse consequences due to this issue? Yes laceration of intestine. Did the tissue pad fall into the patient? Not. Was the tissue pad retrieved? Yes. What efforts were made to locate the tissue pad during the procedure? Fast located. Was this procedure converted to an open procedure? Nothing. Are there any plans to locate the piece? Nothing. Was there any change in the patient care as a result of this event? Not. What is the current patient status? Patient recupered.

Manufacturer narrative:
(B)(4). Investigation summary: this is an evaluation of two pictures sent by the account. Image 1-2: this is an image of what appears to be a harmonic device where you can see the proximal part of the blade, and the tissue pad can be seen detached. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the reported event of " hot blade tip " could have been appears due to the blade making contact with the clamp arm once the tissue pad got melted. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.